Event description:
On (B)(6) 2013, the reporter claimed the animas insulin pump is not showing all of the patient¿s blood glucose in the history. According to the reporter, when the pump is downloaded, there is no information. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the inaccurate history record.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.